Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received. The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number: 2017865-2019-18690. It was reported that the both left ventricular leads were implanted and explanted on (B)(6) 2019 due to unknown malfunction. No patient consequences were reported.